Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. "Biosense webster manufacturer's reference number (B)(4) has four (4) reports: MFR # 2029046-2022-00318 for product code d134702 (thermocool® smart touch® sf uni-directional navigation catheter). MFR # 2029046-2022-00319 for product code d134702 (thermocool® smart touch® sf uni-directional navigation catheter). MFR # 2029046-2022-00320 for product code d134702 (thermocool® smart touch® sf uni-directional navigation catheter). MFR # 2029046-2022-00321 for product code d134702 (thermocool® smart touch® sf uni-directional navigation catheter).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with four (4) thermocool® smart touch® sf uni-directional navigation catheters that contained foreign material inside the packaging. It was reported it was noticed that two catheters had white, fiber-like debris on the inner sterile packaging as well as on the catheter; these two catheter packages had been opened. Another two more catheters also had the noticeable the debris but those two catheters were unopened. The foreign material issue was noticed before use and it was described as white ¿shavings¿; plastic or fiber glass. The devices were not used on the patient, therefore there was no patient consequence.

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheters that contained foreign material inside the packaging. The foreign material issue was noticed before use and it was described as white ¿shavings¿; plastic or fiber glass on the inner sterile packaging as well as on the catheter. The device was not used on the patient, therefore there was no patient consequence. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device was returned without its original packaging. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4). On 4-jan-2022, it was noticed the following information was inadvertently omitted from the device evaluation details reported under section h10. Additional manufacturer narrative of the 3500a supplemental (follow-up) # 2: ¿a manufacturing record evaluation was performed and no internal action related to the complaint was found during the review.¿

Manufacturer narrative:
On 12-jul-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).